Event description:
A home patient (hp) contacted global technical services (gts) requesting assistance to use new supplies on the homechoice (hc) unit. The hp stated she dropped the patient line on the floor. The technical service representative (tsr) assisted the hp to end the therapy. The hp confirmed to start over using new supplies. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint of contamination of the patient line was not confirmed due to a lack of sample and a batch review was not performed since lot number information was not available. The homechoice apd systems patient at-home guide instructs the patients to keep the patient line in the organizer. Patients are also instructed to remove the patient line from the organizer to connect it to their transfer set. This review found the labeling adequate for the use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.